Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced wound issues. The ipg incision site was open at the superior and distal end. Field representative reported no fever, no swelling, or skin temperature variation, except some redness. As a result, the physician debrided the ipg incision site. Patient was taking keflex and has been switched to bactrim and cipro to continue the antibiotic regimen. The ipg incision site has improved, but not resolved.

Event description:
Follow-up information provided the patient¿s wound issue has resolved.